Event description:
It was reported that the implantable neurostimulator had been turning off by itself for the past 9 months. The pt felt intermittent stimulation in his area of paresthesia. The pt was unaware of any exposure to electromagnetic interference. The pt used a continuous positive air pressure machine. The pt was at home at the time of the call. On/off options were discussed with the pt. The pt did not have a device-managing hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.